Manufacturer narrative:
Unit investigation revealed that unit was slightly out of adjustment (about 0.5% delivery over specification limit). Unit was reprocessed as normal for returned units to include recalibration of delivery accuracy.

Event description:
During testing by clinical engineering it was noted that the pump "consistently overdelivers on line b." It was reported that with spec limits of 20.0 +/-0.8 ml, the pump kept infusing 21.2 ml indicating delivery 2% over spec limits. The pump had been sent to clinical engineering with a complaint of "dead battery and blown fuse." There were no reports of any adverse pt effects.